Manufacturer narrative:
Other contact phone number: (B)(6). A gas loss in the iab circuit occurs when the pump detects helium loss due to a leak or a high rate of diffusion within the iab circuit. When cumulative shuttle gas loss exceeds a nominal dynamic limit of 5 cc per hour a gas loss alarm is triggered. The alarm activates only when the iab inflation period is 80 milliseconds or greater and the deflation period is 250 milliseconds or greater. Gas loss cause 1. Pump system malfunction.

Event description:
(B)(6), an ICU rn, called requesting assistance for a gas loss alarm. She reported that the cardiosave had been in standby for 10 minutes. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. She stated there was a small amount of blood in the stat guard sleeve, however it did not appear to be actively bleeding at the time of the call to the clinical line. Esp personnel instructed (B)(6) to press the iab fill key for two seconds and to begin therapy. (B)(6) followed the recommendations and the gas loss alarm was resolved. (B)(6) reported the patient heart rate was consistently in the low 100s and that the patient was coughing frequently. Esp personnel reviewed the nature of the alarm and proper troubleshooting steps and explained the gas loss alarm was likely triggered by the clinical factors described. No harm or injury to the patient was reported.